Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. As a precaution the battery pins in the device were replaced and all internal connections reseated. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. The customer advised that the device powered off completely, and then a few seconds later the device powered itself back on. Thereafter, no further issues were observed for the rest of the patient event. This issue is patient related; however there was no adverse patient outcome reported by the customer. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer advised that no further details are available.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. The customer advised that the device powered off completely, and then a few seconds later the device powered itself back on. Thereafter, no further issues were observed for the rest of the patient event. This issue is patient related; however there was no adverse patient outcome reported by the customer. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer advised that no further details are available.

Manufacturer narrative:
Initial medwatch report indicates: results code ¿ 213 of initial medwatch report should indicate: results code ¿ 114 of the initial medwatch report indicates: code # 2692 ¿ na code # 4019 ¿ unlabeled physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. As a precaution the battery pins in the device were replaced and all internal connections reseated. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined. Section h10 of the initial medwatch report should indicate: h6: code # 2692 ¿ na code # 4019 ¿ unlabeled physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. Physio downloaded the electronic records from the customer¿s device and was able to confirm that the device inappropriately loss power as reported. As a precaution the battery pins in the device were replaced and all internal connections reseated. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.